Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the ventricular capture threshold increased to 2.75 v, 1.0 ms. The patient experienced pocket stimulation as the lead was programmed to unipolar. The lead was capped and replaced.